Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis (type of fracture was compression fracture). Levels implanted was t12. It was reported that the balloon was damaged during expansion. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that balloon was ruptured during expansion which occurred during normal usage of device and no suspected manufacturing issue. Procedure involved in the event was percutaneous vertebroplasty and no fragments of balloon left inside the patient.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.